Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx4655 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient admitted to intensive clinical nutrition. On (B)(6) 2020, he was fitted with a PICC line (very complicated PICC placement characterized by difficult progression of the catheter according to the doctor). During the placement control x-ray, there is a suspicious filiform opacity in correspondence of the hilar zone of the left lung. Confirmation of the metallic and threadlike nature of the foreign body in the patient's left pulmonary artery, the doctors think of a piece of the stylet allowing the insertion of the PICC. The PICC line is left on the patient. According to interventional radiology: the metal piece is not removed because of the patient's age and her comorbidities (benefit / unfavorable risk balance).

Event description:
It was reported that patient admitted to intensive clinical nutrition. On (B)(6) 2020, he was fitted with a PICC line (very complicated PICC placement characterized by difficult progression of the catheter according to the doctor). During the placement control x-ray, there is a suspicious filiform opacity in correspondence of the hilar zone of the left lung. Confirmation of the metallic and threadlike nature of the foreign body in the patient's left pulmonary artery, the doctors think of a piece of the stylet allowing the insertion of the PICC the PICC line is left on the patient. According to interventional radiology: the metal piece is not removed because of the patient's age and her comorbidities (benefit / unfavorable risk balance).

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that a piece of the stylet remained in the patient was inconclusive. Two images were provided for investigation. The radiographic image showed the thoracic region. What appeared to be consistent with a wire fragment was observed on the image. An arrow was pointing to the object that was visible in the image. The second image appeared to be a transverse plane of the area shown in the first image. An arrow was pointing to a bright feature in the image. No physical sample was provided for investigation. What appeared to be consistent with a metallic objection was observed in the image, but it could not be verified to be a portion of the stylet. It was reported that the PICC placement was very complicated, characterized by difficult progression. The reported damage may have occurred during use; however, the exact mechanism of damage could not be determined from the provided images. The instructions for use (IFU) for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of redx4655 showed no other similar product complaint(s) from this lot number.